Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty scope socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the customer¿s complaint was confirmed, the leds in the front panel are flashing. This issue was caused by a faulty scope socket. During inspection and testing the following was also found: the front panel was cracked next to the scope connector. The internal cavities are full of dust and the chassis. The front panel frame, chassis, and top cover were rusted. The instruction manual of clv-190 describes the following: "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Avoid using the light source in a dusty environment. This may damage the light source." The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that when the device is on, all the lights flash. The customer was still able to utilize the device. There were no reports of patient harm associated with this event.